Event description:
The customer reported having high blood glucose. Talked to wife and advised her to take customer to the emergency room and seek medical assistance. A day later, the customer called and stated he was vomiting and felt ill at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.